Event description:
It was learned through implant patient registry that a 25mm 11500a inspiris resilia aortic valve in the aortic position was explanted and replaced with a 25mm 11060a konect resilia valved conduit after an implant duration of three (3) years, 4 months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, h2, h6 (clinical code). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a inspiris resilia aortic valve in the aortic position was explanted and replaced with a 25mm 11060a konect resilia valved conduit after an implant duration of three (3) years, four (4) months due to aortic root aneurysm related to previous aortic dissection. The patient was in recovery post-operative. Per medical record, following surgery in 2020, patient had continued enlargement of aortic root without stabilization. The patient presented with enlargement of aortic root measured at 7.4cm. The patient underwent redo sternotomy with aortic root replacement and bioprosthetic aortic valve replacement with composite graft.